Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted from a male patient¿s eye due to an unexpected postop refraction surprise of 1.5d. In this case the physician had targeted 0.75 myope, but patient has 1.5d myope. Patient's refraction as of (B)(6) 2017: left: -1.5 6/9; right: -0.25 6/9. The patient was unhappy with the result so the lens was cut and explanted and replaced with another zxr00 iol. There was no incision enlargement and the patient is okay post replacement implantation. The explanted lens will not be returned as it was discarded.

Manufacturer narrative:
Product testing could not be performed because the product was not returned. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.